Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Three - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(6) 2010 14:17:58 and (B)(6) 2011 16:00:04.

Event description:
It was reported that while being used as a pace/sense lead in the right ventricular (rv) port, the lead exhibited oversensing. The lead was reprogrammed, and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.